Event description:
It was reported that the rate and sense portion of this right ventricular (rv) lead was capped due to increasing capture thresholds. The defibrillation portion of the lead remains in tact. The physician opted to implant another lead for pacing purposes only in order to improve capture thresholds and lower pacing outputs. There were no additional adverse patient effects reported.